Event description:
A (B)(6) male patient's brother-in-law called zoll customer support to report that the patient's monitor made a loud high pitched noise and would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on is the flash memory failure. The cause of the monitor not powering on was a flash memory failure components (u102 and u105) on the ca board sn (B)(4). The flash memory had an intermittent connections, which was discovered through the use of a flash memory test. During the flash memory test the monitor produced a segmentation fault. The intermittent connection is likely due to a fractured solder connection inducted by mechanical stress. The exact source of the mechanical stres has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The patient received a replacement monitor.